Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The equipment lockout was identified during functional testing and alarm log review as a swollen main battery resulting in a f-94 alarm. The cause of the condition was determined to be a swollen main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that equipment lockout was observed with a flo-gard infusion pump. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.